Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine did not identify any abnormalities that could have contributed to the reported event. The technician checked the machine's automatic repositioning system and pressure sensors but was not able to duplicate the reported problem. A service history review was performed and found that the device has been serviced within the last 24 months for three (3) similar ¿access extremely negative¿ alarm issues. All required service actions were completed in the last service cycle. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismax machine alarmed "access extremely negative" three (3) times during hemodialysis therapy with a prismaflex st150 set. The set was replaced and the blood was not returned to the patient. Clotting appeared in the thermax warmer bag and in the set deaeration chamber, and the set was replaced a second time without the blood being returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.